Event description:
It was reported before using the bd vacutainer® k3e plus blood collection tubes there was a yellowish lump in the tube (abnormal additive). There was no report of impact to the patient or user.

Manufacturer narrative:
Bd received 1 sample and 1 photo for investigation. Evaluation of both indicated a yellowish edta clump in the tube. Due to the size of the deposit, the additive has yellowed slightly on irradiation. Additionally, 100 retained samples were visually inspected, and edta clumps were found. Clumping of the additive is recognized to be an aesthetic defect with no impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.